Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade ii.

Event description:
Healthcare professional reported "capsular contracture". Later healthcare professional reported "capsular fibrosis baker grade ii", "suspected implant shell defect" and "swelling, warmth, and breast pain" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii, "suspected implant shell defect", swelling, warmth, and breast pain. It was later reported "fluid accumulation between the implant and the biological capsule" (captured as seroma). The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and deformation were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.